Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Summary: one empty winding former and two needles stuck with wax on the paper lid of product code eh7241, lot mmq141 were returned for analysis. The product code is double armed. During the visual inspection of two needles, the swage and attachment area were noted to be as expected; marks were observed on the edge of one needle that appears to be by the use of a surgical instrument. The other needle, a suture piece still was attached to barrel needle and the end of the suture was cut. The other section of the suture was not returned. To avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the tip. According to the sample condition it was suggest an improper handling of the sample.

Event description:
It was reported that the patient underwent a major vascular surgery on (B)(6) 2019 and the suture was used. It was reported that pull off suture needle when suturing blood vessels during surgery. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information available.